Event description:
It was reported the physician was implanting a 25mm gore helix septal occluder. The defect measured 12mm on fluoroscopy. A 25mm helix device was implanted in the defect. While removing the retrieval cord, it was noted that the right disc of the device had slipped into the defect. The physician attempted to grab the right disc of the device with a snare and forceps but the device embolized to the right iliac artery. While attempting to retrieve the device with forceps, the iliac artery was perforated. The helix device was forced against the arterial wall by blood flow and could not be captured. A gore viabahn covered stent was deployed to cover the perforation and pin the helix device to the wall of the artery. The patient was doing well following the procedure.

Manufacturer narrative:
Patient weight was requested from the hospital but not available. Method: a review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that this lot met all pre-release specifications. Images have been requested from the physician, but have not been made available for review.